Manufacturer narrative:
On 5/28/2020, device evaluation was completed. Device evaluation summary: during the visual evaluation, an anomaly on anterior expanding to posterior view was observed on the device consistent with a crease/fold. A crease/fold failure may be the result of the continuous and sustained stresses to the device. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/29/2019, mentor became aware that incorrect date of implant was inadvertently submitted in the initial report. The implantation date field has been updated appropriately as (B)(6) 2009. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right side breast deflation, and left side ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 375cc mentor smooth round moderate plus profile and was presented with right side breast deflation, and left side ptosis postoperatively. The issue was noticed on 1/25/19 during doctor consultation. As a result, patient underwent bilateral explantation and replacement on (B)(6) 2019 with catalog number; 3502375; serial number: (B)(4) on the left side. Replacement information was not provided for the right side, except that two new saline implants 400cc were used. This report is for the patient¿s left-sided device.